Event description:
After pro disc-c implantation level c6-c7, patient presented to surgeon after a fall. It was revealed the patient fractured the c6 vertebra. Surgeon removed the hardware, patient was revised to c6 corpectomy with cage and plate.

Manufacturer narrative:
Synthes is unable to provide the date of manufacture without the lot number or returned device. The investigation could not be completed, no conclusion could be drawn, as no device was returned.